Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the monitor failed testing. The cause for the failure was isolated to intermittent insulated-gate bipolar transistors (igbts) q13 and q16 and intermittent u16 and u18 components on the defibrillator pca. The root cause for the intermittent components could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.